Manufacturer narrative:
Product complaint # ==> (B)(4). It was found that the product details provided are the implants used during the primary surgery. Additional information received was added to the linked complaint - (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Intra-operatively, while impacting the tibial trial in, there was a small fracture encountered on the anterior surface of the tibia which extended approximately 2 cm distally, an incomplete fracture. Given this, a cable was placed around the tibia to hold the fracture stable while impacting the trial into place. Doe: (B)(6) 2017.

Manufacturer narrative:
Product complaint # (B)(4). It was found that the product details provided are the implants used during the primary surgery. Additional information received was added to the linked complaint - (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Intra-operatively, while impacting the tibial trial in, there was a small fracture encountered on the anterior surface of the tibia which extended approximately 2 cm distally, an incomplete fracture. Given this, a cable was placed around the tibia to hold the fracture stable while impacting the trial into place. Doe: (B)(6) 2017.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.